Event description:
It was reported to boston scientific corporation that a rigiflex balloon was used during a gastroscopy dilatation procedure in the esophagus performed on (B)(6), 2015. According to the complainant, the patient experienced pain after the procedure. Further investigation found that the bottom of the patient¿s esophagus had a small perforation. The patient's last known condition was reported to be stable. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
The complainant was unable to provide the device upn and lot number. Therefore, the manufacture and expiration dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.